Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 1 ml bd slip tip syringe with attached needle was not sterile. Product defect was noted prior to use. The following information was provided by the initial reporter: date received for intake: (B)(6) 2020 pt stated, "I had a bad syringe in one of my kits. The needle was sticking out. This is notification to inform you that the distributor has received a commercial product complaint that occurred in the USA relating to ancillary components for use with gattex. An investigation is required. Bd lot number(s): 9347549 (pn (B)(4)) did this complaint occur in or outside USA? In USA. Is the date of event known? (B)(4) 2020. Was there any adverse events due to the reported issue? Medical intervention? Course of treatment change? N/a are any patient identifiers available? (I.e. Gender, weight, ethnicity, etc.) Patient identifiers will not be available for any investigation request. Will samples be returned for investigation? Samples of dosing syringes and needles cannot be returned for further evaluation. Samples were discarded.